Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture. A different ra lead was successfully implanted. No additional patient adverse effects were reported. This lead remains in hospital possession and will not be returned to boston scientific for analysis.